Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 130 mg/dl. The customer's wife stated that the customer often experienced low blood glucose levels in the morning. The customer's wife also stated that the last set change was 3 days prior to the event. Programming was correct. Nothing further was reported.